Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The cause of the backup operation was exposure to cautery during explant procedure. The device was tested on the bench and no other anomalies were found.

Event description:
It was reported that the pacemaker-dependent patient presented for normal pulse generator changeout. During this procedure, the pacemaker exhibited backup vvi behavior. The device was successfully removed and replaced. The patient did not suffer any adverse consequences and remained stable after the procedure.